Manufacturer narrative:
Device evaluation: one cadd ms3 pump was returned for analysis. Investigation could not duplicate the reported issue. According to the investigation, the device did not drain the battery in less than 24 hours. The investigation recommended using duracell aaa batteries for best results. According to the investigation, the pump circuit board will be replaced as a preventive measure.

Event description:
Information received indicating that a smiths medical cadd ms3 pump drained battery in less than 24 hours. No adverse effects reported.